Event description:
Citation(s): karam sd rashid a snider jw wooster m bhatia s jay a et al. Imrt with stereotactic body radiotherapy boost for high risk malignant salivary gland malignancies: a case series. Frontiers in oncology 2014; 4:1-7. Meddra version 16.1. It was reported by healthcare professionals from the united states that a (B)(6) male received cisplatin (manufacturer unk), dosing regimen unk, in combination with intensity-modulated radiotherapy (imrt), dose of 72.0/40 fractions, on unk dates for the treatment of squamous cell carcinoma of the parotid glands (stage (B)(4)). The patient's initially had stereotactic radiosurgery (srs). The patient's srs volume was 62.3. The patient's srs dose was 10.0/5 fractions. The patient's surgery result was microscopic (r1) residue. The patient then had stereotactic body radiotherapy dose escalation/boost therapy. The reason for the patient's boost was skull based invasion (high grade). The patient then began imrt with concurrent chemoradiotherapy using cisplatin (cumulative radiation dose noted as 82.0). On an unknown date, this patient developed osteoradionecrosis which was managed by hyperbaric oxygen and surgical reconstruction. This patient also had overnight xerostomia and fibrosis which was managed with physical therapy. The patient's pattern of failure was not applicable. The patient's overall survival was 82. The patient was alive with no evidence of disease on his most recent follow-up. At the time of this report, the outcome of the event and the action taken with the suspect therapies were unk, and no additional information was available.